Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017,that on (B)(6) 2017, the transmitter failed before the starting the two hour warm-up. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of the transmitter failed. The root cause was determined to be signal loss during warm-up. The reported issue of a failed transmitter is reportable based on the finding of the connection loss.